Manufacturer narrative:
MFR ref number: (B)(4). Baxter received and evaluated the device. The device eval found that the load slide clamp alarm was caused by a failed lower auxiliary switch. The lower auxiliary was replaced.

Event description:
It was reported that a device alarmed for a load slide clamp message while being set up micu. There was no pt injury, however, there was a delay in therapy.